Event description:
It was reported that the sfx cassette tray's retaining clip was bent, allowing the cassette tray to be easily removed from the table. No injury was reported. The concern is for foot injury.

Manufacturer narrative:
A ge field engineer has repaired the site.